Manufacturer narrative:
It was reported that the stent fell off of the balloon as it was being introduced into the sheath. There were no damages noted on the outer box or inner pouch. No anomalies were noted on the device when it was removed from the packaging and the device prepped normally. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15292771 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Event description:
The palmaz genesis opta stent fell off the balloon, as it was being introduced into the sheath. There was no patient injury reported and the product will not be returned.